Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the saw was dropped when being cleaned. There were no reported adverse consequences to the pt.